Manufacturer narrative:
Other, other text: one picture and one sample of smiths medical tracheostomy/silicone - bivona tubes adult tts was returned for analysis. In the picture received, it was noted that the valve was inside the pilot balloon and the original box. Visual inspection of the returned sample indicated that the valve was inside the pilot balloon. There were no short shots surrounding the opening in the pilot balloon that would have allowed the valve to fall out of position. Valve was removed from the pilot balloon and then assembled, inflated the units with 20cc of air, the cuffs inflated without problems. Based on the condition of the returned sample (i.e., used), the valve had to have been present for a period of time. The valve is press-fitted into the balloon and if it is accidently removed when using a syringe, it can be reinserted. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the patient presented for a tube change with a smiths medical tracheostomy/silicone - bivona tubes adult tts, as he felt like he was going to vomit when he fills the cuff with air rarely. It was also reported that it is believed that the issue was because they had been too forceful with instilling air/water. No patient injury was reported. No adverse effects were reported.